Manufacturer narrative:
This correction being filed is to reduce the summary previously reported from 4 to 1. The individual report 1060818-2023-03790 to 1060818-2023-03792 are the new reports.

Event description:
Implant failed to osseointegrate.

Event description:
Implant failed to osseointegrate.